Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 800 mcg/ml clonidine, 16 mg/ml bupivacaine, 300.2 mg/ml ketamine, 325 mcg/ml compounded baclofen, and 15 mg/ml dilaudid at unknown dosages via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the personal therapy manager (ptm) showed the code 8474 for reset. The patient was in the intensive care unit (ICU) currently and it was unknown when the pump would be replaced. The patient reported having withdrawal type symptoms including vomiting. The patient had a heart attack and was having other heart issues that they were assuming were related to the withdrawal from clonidine. These were considered a sudden change in therapy/symptoms. It was stated that the patient¿s pain only somewhat increased despite being at minimum rate for a few days. The event date was stated as (B)(6) 2017. Additional information was received on (B)(6) 2017. The cause of the pump reset was stated as safe mode logs. The pump was planned to be replaced on (B)(6) 2017. The representative was not sure of the patient¿s weight. The information had been confirmed with the physician/account. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found that there was high resistance in the pump battery. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer.